Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a clinical study regarding a patient who was receiving baclofen with an unknown concentration and unknown daily dose, morphine with an unknown concentration and unknown daily dose, and bupivacaine with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the patient had delay in the refill due to insurance approval delay and the patient developed symptoms as a result of this delay in refill. It was further noted that the pump was without medication from (B)(6) 2019. The patient experienced great spasticity and pain secondary to axial postural contractures and the event resulted in an in-patient or prolonged hospitalization . It was reported that the patient was reprogrammed on (B)(6) 2019. It was reported that the event was related to the device or therapy and not related to the implant procedure. It was reported that the event resolved without sequela on (B)(6) 2019 and that there was an improvement of symptoms but that a reprogramming was necessary. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the symptoms that the patient experienced of spasticity and secondary pain due to axial postural contractures were location in their arms and legs. No further complications were reported/anticipated.